Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the surgery resolved the communication issues.

Manufacturer narrative:
Product ID: 8709, lot#/serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 16-jun-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 50mg/ml at 12.249mg/day. The indication for use was non-malignant pain. The patient reported that they were trying to connect to the pump and the ptm (personal therapy manager) was showing a "no pump found" message. Since (B)(6) 2023, the patient felt the pump pocket filling up with fluid. The patient went to see the surgeon, who drained the fluid and told the patient that the pocket was filling up with spinal fluid. The patient was able to bolus three times on tuesday" due to the pain that they were having. The patient confirmed that the pump was implanted in the front and not the back. It was noted that tumors were found on the patient's kidney and the patient was told that when they have magnetic resonance imaging (MRI), the pump would need to be emptied prior to the MRI. The patient was redirected to their healthcare provider to further address the issue. On 2023-jun-29 additional information was received from a healthcare provider via a company representative (rep) who reported that after the patient's pump replacement surgery, the patient was throwing up every day and was sick. The patient started taking some medications for motion sickness, then became dizzy, and had several falls in the month of april. The patient fell about 12 times. The doctor though that it might have been from the motion sickness medications. In the week prior to (B)(6) 2023, fluid in the pump pocket was discovered. In the week prior to this report, 6ml were drained and, in the week of the report, 10-12ml were drained. The fluid was red, not clear. X-ray images were taken in the week prior to the report, and "it looks fine". The healthcare provider did not think that the pump was disconnected. If the fluid build-up continued, the patient would be sent for an exploratory surgery. It was noted that the patient had been having headaches also, so the doctor believed that it was a cerebrospinal fluid (csf) leak. The patient was "better" when they laid down. It was also noted that the patient's ptm boluses didn't help as much as before the pump replacement. The patient's ptm maximum daily dose was 14.181mg/day. The patient's weight was asked but was unknown. On 12-jul-2023 additional information was received from the company representative reported that they met with the patient and checked the ptm; all was good and there were no issues connecting. The patient needed education on how to use it. On 20-jul-2023 additional information was received on from the company representative and the healthcare provider who reported that the diagnostics and troubleshooting performed was the patient had fluid in their pocket and made it difficult for the communicator to get a signal and communicate with the pump. After several attempts was able to connect with the pump. The actions and interventions taken to resolve the patient¿s symptoms was the patient was brought in for surgery on (B)(6) 2023. The surgeon drained around 25-30ml¿s of fluid from the pump pocket and attached two purse string sutures around the area where the catheter enters the spinal area into the intrathecal space to seal up any suspected csf (cerebral spinal fluid) leaks. They would monitor the patient for results.